Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. During the post operative check, all lead measurements were stable and satisfactory. No events were noted in the counters, however the arrhythmia log book revealed two non-sustained episodes had occurred. Interrogation revealed the noise was oversensed. It was thought the noise had occurred while operating room after the induction possibly during the pocket closure. No changes were made. Isometric maneuvers did not reproduce the noise. No asystole was observed. Normal follow up visits will be performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.